Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the intra-operative fracture reported was likely the result of poor bone quality, over-reaming while preparing the humerus, or forcing an over-sized stem into the humeral canal, which led to the initiation and propagation of the humeral crack.

Event description:
Non-revision due to intra-operative humeral fracture. This event report was received through clinical data collection activities.